Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the internal components failure of insertion tube led to the malfunction of the image misalignment and axis shaking event. It is also likely that the component failure of objective lens window led to the blurry image event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video telescope exhibited blurry image due to the failure of objective lens window and other malfunctions of the device such as axis shaking due to the internal component's failure of the insertion tube.